Manufacturer narrative:
H6: investigation summary: bd received 1 sample and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tubing with the incident lot was also observed as all product specifications were met. Bd determined that the root cause of the indicated failure mode was attributed to the tubing being poorly seated within the package during the packaging process. During the pbbcs packaging process a 100% visual inspection is performed. If this defect were found during this inspection the product would be discarded. As the customer received the product it is likely that the product was missed during this inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the tubing was found to be damaged (torn) before use."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the tubing was found to be damaged (torn) before use."